Manufacturer narrative:
The device associated with this incident was returned for investigation/evaluation. A return devices investigation was performed, but the device failed investigation testing. It was found that the device was not accurate in the hypertensive range of 150/100. The issue can be attributed to a manufacturing deficiency.

Event description:
The patient stated that the cuff continued to inflate, went over 200, got tight, and caused bruising. The patient said she canceled the reading to stop the monitor but said the cuff did not fully deflate. The patient did not seek medical attention. It was determined that the cuff was the correct size for the patient.

Manufacturer narrative:
The device associated with this incident was not returned for investigation. Should this device be returned, a supplemental report will be filed to document the results of the investigation.

Event description:
The patient stated that the cuff continued to inflate, went over 200, got tight, and caused bruising. The patient said she canceled the reading to stop the monitor but said the cuff did not fully deflate. The patient did not seek medical attention. It was determined that the cuff was the correct size for the patient.